Event description:
It was reported that "after the first disinfection and before surgery, the user found that there was a dark shadow obstructed the scope view and therefore the image was blurry". It was confirmed that the surgery was successfully completed with another scope. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).